Manufacturer narrative:
Qn# (B)(4). UDI:the full UDI for this complaint is (B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "the DHR for the late returned instrument was reviewed and found complete without any irregularities. The alleged defective medical device was produced at the tecomet, inc kenosha wi facility as part of a 50 pc. Lot in november of 2019. It was found that this order was made from the correct materials and components and all approved processes were followed. It can then be stated that the alleged non-conformance inciting this complaint was not due to an error in tecomet - kenosha's manufacturing process. Evaluation of the returned instrument as received shows that the luer flush port cap is missing and the jaws are loos and misaligned to each other in the closed position and the jaw pivot pin is pulled thru one side of the outer tube assembly and partially sticking out on the other side of the outer tube assembly. We are unable to determine what caused the jaw pivot pin to be pulled thru one side and sticking out the other side of the outer tube assembly and for the jaws to be loose and misaligned to each other in the closed position but mishandling of this instrument at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed." Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "falling of clips from applicator". A new device was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine".